Event description:
While administering heparin subcutaneous to a patient the needle failed, retracted early resulting in heparin squirting back at me and landing in my eye. I flushed my eye with no ill effect, but my concern is the needle failing. When I drew up the medication, I did not detect any issues.